Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp did not check to see if the patient line was fully primed all the way to the top of the line before connecting to the hc. The hp was using a patient line extension set, but was unsure if the extension set was connected prior to prime. The technical service representative (tsr) had the hp close all of the clamps and cycle the power to clear the alarm. The tsr advised the hp to dispose of the current supplies attached and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).